Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed in the evaluation of (B)(6) . The pump was returned with the driveline cut approximately 2¿ from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the distal side of the inlet stator revealed a denatured thrombus ring adhered to the inlet bearing cup. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Examination of the proximal side of the outlet stator revealed non-laminated depositions situated adjacent to the outlet bearing ball. The lack of laminated layering suggests that the depositions did not form in the outlet stator. Although their origin and duration of time for which the depositions were present in the pump cannot be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup and outlet cone section of the rotor, indicate that the depositions were not present in the outlet stator for an extended amount of time while the pump was operating. The thrombus formations found in the pump would have contributed to the reported elevated ldh and could have created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus formations. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Hemolysis and thrombus are listed in the IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years 6 months 7 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient's log files showed a downward trend in pump power with an upward trend in pi value. The patient had an ldh that increased from the 300's to 1040. The site communicated that the patient met the medical definition for hemolysis and received IV antiplatelet therapy. On (B)(6) 2019 the patient received a device exchange due to suspected pump thrombosis. The device will be returned for evaluation. No additional information was reported.